Event description:
It was reported that the patient was experiencing inadequate stimulation and x-ray revealed that one lead appears to be fractured. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6). Batch: 7073848.

Event description:
It was reported that the patient was experiencing inadequate stimulation and x-ray revealed that one lead appears to be fractured.